Event description:
Treatment of a left unruptured petrous saccular aneurysm measuring 26mm x 8mm. During the pipeline deployment, it was reported that the middle portion of the pipeline needed balloon angioplasty with a hyperform balloon to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).